Manufacturer narrative:
A procedural delay occurred due to the reported event. A steris service technician inspected the surgical table and found no issues with the table's function or operation. The steris technician tested the table and found it to be operating properly. The table was returned to service and no additional issues have been reported. The warning label on the table states, "warning-do not place patient on the table unless floor locks are engaged. Do not release floor locks while patient is on table." The operator manual states (pp. 1-1), "do not place patient on the table unless the floor locks are engaged. Do not release floor locks while patient is on table." While onsite the steris technician advised user facility personnel of the proper use and operation of the surgical table.

Event description:
The user facility reported that while a patient was positioned on the surgical table, hospital personnel unlocked the surgical table to move it into a different position. User facility personnel then commanded the table to lock however, the table would not respond. User facility personnel transferred the patient to another surgical table where the procedure was completed successfully. No report of injury.